Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device displayed detection twice when there were no sponges present and all sponges were accounted for. There was no patient involvement.